Event description:
It was reported the paxgene® blood ccfdna tube experienced experienced foreign matter in tube biological and non-biological. This event occurred 200 times. The following information was provided by the initial reporter: translated to english. The customer stated "discoloration of tubes with good shelf life. The tubes were stored under the recommended conditions (15-25 c). The color changed from transparent with yellowness to light yellow."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for color variation with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Evaluation of the retained samples showed no discoloration. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0034142; medical device expiration date: 2021-01-31; device manufacture date: 2020-02-03. Medical device lot #: 0006238; medical device expiration date: 2020-12-31; device manufacture date:2020-01-06. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the paxgene® blood ccfdna tube experienced foreign matter in tube biological and non-biological. This event occurred 200 times. The following information was provided by the initial reporter: translated to english. The customer stated, "discoloration of tubes with good shelf life. The tubes were stored under the recommended conditions (15-25 c). The color changed from transparent with yellowness to light yellow."